Event description:
The facility representative reported a flogard infusion pump with a malfunction of "shows occlusion". The event was reported to have occurred upon power up in the medicine department. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Device evaluation: the reported problem was confirmed and reproduced during device evaluation. The cause was due to wear and tear of the pumphead door. The pumphead door with required parts were replaced and the occlusion detectors were calibrated as per service manual to fix the reported problem. Should additional information become available, a follow-up medwatch will be submitted.